Event description:
Event description cpi received information that during the implant procedure of this implantable cardioverter defibrillator (ICD) and a chronic intermedics lead, poor detection was noted after a shock on t-wave induction. The patient is reportedly on amidarone and has been historically difficult to defibrillate. Review of the electrograms by field personnel reported the ICD was undersensing ventricular fibrillation.